Event description:
This report is for 1 unknown spine product where it was reported that on an unknown date in (B)(6) 2012 the patient had a posterior l2-s1 spinal fusion with synthes matrix pedicle screw system at an outside facility. The surgeon had recently seen the patient who reported that she had worsening back pain and that she had a compressive boat trauma accident on an unknown date after her initial surgery. Recent imaging studies showed a t12 compression fracture and kyphosis above the level of the l2-s1 fusion. The surgeon performed a revision surgery on (B)(6) 2014 where he removed all the synthes matrix hardware, l2-s1, from the (B)(6) 2012 procedure. There were no issues with the matrix hardware. The surgeon implanted synthes uss, universal spine system, screws from t10-s1. He then performed a decompression of the levels above the l2-s1 fusion and a transforaminal posterior lumbar interbody fusion allograft, a t-plif fusion at l1-l2. The surgeon decided to stage the procedure based on the duration and progress of the surgery. He placed a temporary rod across the l1-l3 levels that were unstable due to the decompression and t-plif. During the follow up revision surgery on (B)(6) 2014, the surgeon brought the patient back to the or to complete the procedure. Once he opened the incision, he performed a t12 costotransversectomy, a corpectomy from a posterior approach, to correct the patients kyphosis. He used a synex cage. He took out the temporary rods and he then placed new titanium precontoured rods that spanned the t10-ilium. After he connected the rods from t10-s1, he placed the iliac screws. He then connected the iliac screws to the rods and completed the procedure. The procedure was completed successfully and without incident. The product has not been returned for investigation and no further information was provided. This is report 13 of 13 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown matrix snap-on transconnector implant. Partial part number 04.633.3xx was reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Actual event date not known. This report is for 1 unknown spine product. Additional product code for this report includes nkb, mnh, kwp, kwq. Implant on unknown date in (B)(6) 2012. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.